Manufacturer narrative:
(B)(4). Date sent 6/20/2024. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the reload lockout and would not work? Did the reload begin to staple and cut, but then jammed? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Did the device staple, but there was no cut line? Was the device fired across a staple line? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure during firing sequence, tissue crumpled between the jaws of the linear cutter and staple formation happened only in the half-length of the cartridge. There were no patient consequences.